Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02359. It was reported that when the patient presented in clinic for a follow up, a rise in capture threshold and loss of capture depending on posture changes were observed. The physician suspected lead dislodgement and device anomaly. The lead was explanted and replaced. The device will continue to be monitored. The patient was stable.